Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
H6 - annex c - c0708 - blockage identified. Investigation ¿ evaluation. It was reported by (B)(6) hospital medical center ((B)(6)) via a post- market study ((B)(4) that a chait percutaneous cecostomy catheter (rpn: tdcs-100-l; lot#: unknown) was occluded. The device was required for treatment of fecal incontinence. On (B)(6) 2019, the patient had his previously placed cecostomy catheter in his appendix exchanged for a cook cecostomy catheter. The new catheter was placed over a guidewire in the operating room. The initial bowel evacuation was successful, and no device deficiencies were identified during the procedure. On (B)(6) 2019, it was reported that the chait was occluded. As a result, the device was removed and replaced. It was noted that the device needed to be changed every 6 months due to clogging. Reviews of documentation including the complaint history, quality control procedures, and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Based on this information, the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The IFU pamphlet, t_tdcs_rev7, packaged with the device contains the following in relation to the reported failure mode: precautions: instruct patient to read and understand the patient guide titled ¿caring for your temporary & chait trapdoor cecostomy catheters¿ prior to initial catheter introduction. Patient instructions for maintenance of chait trapdoor cecostomy catheter: note: instruct patient to read and understand the patient guide titled ¿caring for your temporary & chait trapdoor cecostomy catheters¿ prior to initial catheter introduction. Note: instruct patient that once chait trapdoor cecostomy catheter is placed, he/she can resume the cecostomy enema regimen previously being used with the temporary cecostomy catheter. The patient should begin antegrade cecostomy enemas on the day following discharge. Note: post-procedural orders for patients should include a high-fiber diet and a decrease in consumption of constipating foods. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no product returned, and the results of the investigation, the main cause for this failure is most likely due to the device not being maintained properly. If the device is not maintained properly, this failure is possible. It is also possible that the patient¿s diet contributed to the catheter blockage. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported a chait percutaneous cecostomy catheter became occluded after being implanted. On (B)(6) 2019, a male patient underwent an exchange of his previous cecostomy catheter to a cook cecostomy catheter (tdcs-100-l). The catheter was exchanged in the operating room with a guidewire to the target anatomical location, appendix. Dulcolax was instilled throughout the duration of the catheter while in place. On (B)(6) 2019 (120 days post-procedure), the patient experienced catheter blockage and the device was removed and exchanged. It was noted by the site, ¿tube was clogged,¿ and ¿device needed to be changed every 6 months due to clogging.¿. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B2 - age at the time of study procedure (placement of chait trapdoor cecostomy catheter): 21 years old. D2a ¿ common name: exd irrigator, ostomy. D2b ¿ product code: exd. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.